Manufacturer narrative:
We will contact customer to see if failed component can be returned for eval.

Event description:
Pt was prolined on wilson frame for a laminectomy decompression. When the rn started to manually crank the pt into position, the entire plastic bottom cracked across the entire width. (B)(6); the maximum frame's weight is 250 lbs. No harm to pt and the surgery was completed without having to remove pt from frame.